Manufacturer narrative:
To date, the device involved in the reported incident has been rec'd for eval. An investigation has been initiated based upon the reported info.

Event description:
It was initially reported that the knob on the a2111 broke during a case on (B)(6) 2013. There was no pt injury but it was reported that the customer was "in a bind because they had to use the aluminum mayfield with the o-arm." The nurse did not try to force it. The knob might have been fractured before and a couple of turns resulted in the problem. The pt was prepped for surgery and there was a surgical delay of 1 hr. Add'l info was requested and on 0(B)(4) 2013, the following info was provided. The skull clamp was already attached to the (B)(6) yr old female pt for posterior cervical cae. When the technician was trying to screw into the skull clamp, the knob broke. It was confirmed that the product problem did not result in pt injury. There was a delay in surgery because the radiolucent skull clamp had to be removed from the pt's head and the customer had to start all over with an aluminum mayfield system. Surgery was able to be completed.